Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the device needed recalibration. There was patient contact but no injury/death alleged. Additional information was requested and on 06/10/2013, the following was received from the rn/surgery clinical coordinator: a (B)(6) male patient underwent a debridement with split thickness skin graft (stsg) bilateral legs. The reason the dermatome needed to be recalibrated was because on the first attempt at harvesting the skin, the dermatome skipped/bounced across the skin a couple times. The skin harvested had holes in, it was misshapen, and was too narrow. The surgeon repositioned the dermatome and attempted at another site with the same result. The surgeon requested another dermatome. It took approximately three minutes for another dermatome to be brought to the room, opened onto the field, and hooked up.